Manufacturer narrative:
Lot 15570530: (B)(4). Lot 15570531: (B)(4). Lot 15546959: (B)(4). Concomitant medical products-patient medications: amlodipine, metoprolol, calcium carbonate, lopressor, potassium chloride, armour thyroid, aspirin, tylenol, dulcolax, fibercon, colace, lasix, robitussin, heparin, ipratropium bromide, lactinex, melatonin, lidoderm, senokot, and augmentin. (B)(4). Additional devices implanted and/or related to this event: tgu343420/15570531 and tgu343415/15546959. (B)(4).

Event description:
On (B)(6) 2016, the patient underwent a procedure using a conformable gore tag thoracic endoprostheses to treat a descending aortic aneurysm during a thoracic aortic repair (tevar). A lumbar drain had been placed preoperatively by anesthesia and left draining throughout the procedure per protocol. Reportedly over 1000 ml of blood loss during tevar procedure and two units of blood products were transfused during the procedure to maintain hbg greater than 10. An additional unit was given post-surgery in ICU for an hbg of 9.8. It was reported post tevar on (B)(6) 2016, the patient was diagnosed with spinal cord injury with lower extremity paraparesis. The patient was discharged on (B)(6) 2017, from spaulding rehab due to complications post tevar including aspiration pneumonia and episode of damaged spinal cord injury during tevar operation with post op lower extremity paraparesis. The paraparesis is ongoing with slight movement of lower extremities and foot drop evident.